Event description:
It was later reported that the patient still had their lead implanted. It was stated that the patient's device was removed because it was hurting her body and wasn¿t helping with her symptoms anymore. It was stated that the device was poking her and was uncomfortable.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and had the implantable neurostimulator (ins) explanted on (B)(6) 2008. The patient stated the device was no longer working and was protruding from her body since she had lost a lot of weight. Only the ins was removed; the lead wire was left in the patient. The patient was informed that no mris were recommended with a lead implanted without an ins. The lead was going to be explanted at a later date. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3095-10, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type extension. Product ID 3093-28, lot# j0527351v, serial# implanted: (B)(6) 2005, explanted: product type lead. Product ID 3031a, lot# serial# (B)(4), implanted: explanted: product type programmer. (B)(4).

Manufacturer narrative:
(B)(4)